Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced suction alarm that was resolved with a fluid bolus. Additionally, the patient experienced access site bleeding that was resolved with adding blood products and stopping heparin. The patient also experienced limb ischemia that required amputation. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.